Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of inspiratory flowmeter was recommended to resolve the issue. Evaluation of provided device's logs confirmed occurrence of claimed issues. Further information about the final repair and other information, including patient details, was requested but not yet received.

Event description:
It was reported that ventilator generated an alarm of low o2 concentration and technical error code indicating inspiratory flowmeter error. There was no patient harm. Manufacturer's ref#: (B)(4).